Event description:
It was reported that patient had a seizure early (B)(6) 2010, was on anti-seizure medication, and hospitalized in intensive care. The seizures were not related to the stimulator. Investigation of battery charge during hospitalization was ok but due to patient's condition, efficacy of stimulation could not be determined. Analysis of lead impedance approximately one month post hospitalization showed high impedances and stimulator would only work occasionally. It was reported that patient's health condition was too unstable to consider placement of an additional lead. Additional information will be requested and report updated as information is gathered.

Manufacturer narrative:
(B)(4).